Manufacturer narrative:
Concomitant medical products: product ID: 5076-65 lead, implanted: (B)(6) 2011; product ID: w1tr01 crt-p, implanted: (B)(6) 2020 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to suspected infection. No further patient complications have been reported as a result of this event.